Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. The event might have been due to user's handling. - similar case had occurred at the facility in the past, which was presumably due to user's handling such as the following. It was presumed that this case was due to the same cause. * stress concentrated the base of syringe tip because the user inserted syringe into the biopsy valve at a tilt, which caused the syringe to break. * user¿s syringe was deteriorated. - IFU instructs the user to insert the syringe straight into the valve. The user might have deviated from the instruction. - it was also presumed that the foreign material had remained in the channel by improper reprocessing.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the channel cleaning brush was not able to pass the suction tube due to the blockage of syringe tip. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, foreign material was found in the channel. There was no report of patient injury associated with the event. The event date was unknown.